Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead was not capturing. Echo was done and found that this rv lead had perforated. This lead was explanted. No additional adverse patient effects were reported.